Event description:
It was reported that a pt presented with "moderately severe" stenosis of the proximal basilar artery and was scheduled to undergo intracranial angioplasty and stenting. The stenosis was dilated with a pta balloon, inflated to nominal pressure. Following the angioplasty, a small dissection was noted. The physician proceeded to place the stent as planned. Patient is "stable".

Manufacturer narrative:
Other for vessel dissection. No allegation of device malfunction or nonconformance contributing to the event.